Manufacturer narrative:
It was reported that the pump had a crack in the battery compartment that was clearly visible to the reporter. The issue of a cracked case is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that on (B)(6) 2012, the patient woke up with blood glucose (bg) 400mg/dl with nausea and emesis. The reporter said that the patient's bg was fine the evening preceding the event. It was said that the patient self treated with an insulin bolus from a backup pump. At the time of the contact with customer support, the emesis had resolved according to the reporter but the patient's bg was not checked. The reporter stated that the pump had no power when the patient woke up. He said that there was a visible crack in the battery compartment and that the battery cap was loose. Further, he noted that he was unable to tighten the battery cap to secure it to the pump. This complaint is being reported because the patient experienced hyperglycemia after the pump lost power due to a loose battery cap.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was found to be cracked. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. There was no moisture found or damage to the battery flex. A review of the black box history verified a power interruption occurring on (B)(6) 2012. The power was not restored until (B)(6) 2012. There was no additional insulin delivery issues observed in the black box history. The battery cap was not returned with the pump. A test battery cap was used for testing purposes. A 29 hour flow accuracy test was performed on the pump with no power loss or rebooting issues. Unrelated to the complaint, the keypad was found to be lifted around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All keypad buttons were found to be responsive to user input. Also unrelated to the complaint, the pump was found to have a faded display screen. The pump was booted and display screen illuminated with normal contrast.